Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the pod pc was returned un-sheathed and the introducer sheath distal tip was damaged, the pusher assembly was kinked, and the embolization coil had offset coil winds throughout its length. Some of this damage may be incidental to the complaint and may have occurred during packaging the device for return to penumbra. During functional testing, the pod pc was re-sheathed with resistance due to the offset coil winds; subsequently, the pod pc could not advance at all within its introducer sheath due to the offset coil winds. The root cause of the initial resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a renal artery aneurysm using a pod packing coil (podj) and px slim delivery microcatheter (px slim). During the procedure, the physician experience resistance when advancing a podj into the px slim. Therefore, the podj was removed. The procedure was completed using a new podj and the same px slim. There was no report of an adverse effect to the patient.